Manufacturer narrative:
Device evaluation: medtronic is leading an evaluation of the field service notes, associated device data and provided images for the reported arm cart assembly (aca). Evaluation of the field service notes indicates that the joint position sensor (jps) brooming script was performed on robotic arm joint 2 (ra_j2) to resolve the issue. The arm calibrated successfully and was fully operable. Evaluation of the device data indicates that it references a different aca serial number of (B)(6), but not the reported one of (B)(6). Logs indicate that aca sn: (B)(6) encountered a non-recoverable error code due to a mismatch in potentiometer positions: the absolute difference between the primary and secondary joint position readings for robotic arm joint 2 (ra_j2) is more than the limit. The user restarted the arm to recover from this error; however, the aca could not pass calibration due to the same issue that, at restart, triggered an error code. Evaluation of the provided images indicates that two images were provided. The first image shows the error message "arm 3: danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm" twice. The second image shows the error message "arm 3: warning: non-recoverable arm error. Follow other arm-specific notifications or remove arm from use and unplug arm to continue". Evaluation of the arm cart assembly confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to a component issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made more likely to occur by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure the arm triggered a non-recoverable error. Prior to the e rror, the arm had experienced multiple collisions with another arm, and the drape was possibly stick in the arm, but this was not confirmed. The arm was restarted, passed calibration and the procedure was continued. Later in the surgery, the arm triggered another unrecoverable error, but this time it wasn't possible to calibrate it. It was decided to convert to laparoscopic surgery. There was a twelve minute extension in anesthesia time. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure the arm triggered a non-recoverable error. Prior to the error, the arm had experienced multiple collisions with another arm, and the drape was possibly stick in the arm, but this was not confirmed. The arm was restarted, passed calibration and the procedure was continued. Later in the surgery, the arm triggered another unrecoverable error, but this time it wasn't possible to calibrate it. It was decided to convert to laparoscopic surgery. There was a twelve minute extension in anesthesia time. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.